Manufacturer narrative:
Tracking #.50645. Ees #.981998-2/j. Date sent: 10/7/98. D5,6; h4: info not available. Endopath dilating tip trocar: based upon inquiry info rec'd, visual examination and functional test, no conclusion could be reached as to how the reported event occurred. The instrument was rec'd in good condition, was tested and found to work properly.

Event description:
It was reported during an unknown procedure the clip applier jammed and misfired and a 355sd would not arm. New devices were opened to complete the case. There was no consequence to the patient.